Event description:
Pdc received a call on (B)(4) 2011 reporting a medical intervention case that occurred the morning of (B)(6) 2011. Pt doesn't remember time of event. Pt said she tested on her prodigy meter and received a glucose reading of 398 mg/dl. Because she also felt dizzy, she called the medics 15-20 mins later. The medic's meter was used to test the pt's glucose level and it read 518 mg/dl. Pt was taken to the ER where she was administered an IV and given insulin. Duration of ER/hospital stay wasn't reported. Per pt, the discharge instruction was not to drink alcohol or smoke.

Manufacturer narrative:
Suspect product was not requested to be returned.